Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead had no capture at 8 volts@1.5 milliseconds on any vector. The lead was inactivated and replaced. No patient complications have been reported as a result of this event.